Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. One device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. One device was not made available for testing by the customer; no cause was established. 26 devices were evaluated in the field and the issue was confirmed; five devices had peeling components, three devices had missing components, seven devices had broken/damaged components, one device had a bent component, four devices had worn components, one device had a loose component, one device had detached components, two devices had alignment issues, two devices had dirty components, and one device had a cracked component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 28 </noe> malfunction events, where it was reported the device was difficult to maneuver. There was no patient involvement.